Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 275 mg/dl, 190 mg/dl, and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.